Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the tubes had ruptured'), pelvic pain ('pain - pelvic'), salpingitis ('chronic inflammation of tubes due to the foreign object of essure') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's previously administered products included for contraception: mirena from 2006 to (B)(6) 2008. Concomitant products included alprazolam (xanax) for depression, nsaids and paracetamol (acetaminophen) for pelvic pain as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain during intercource"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)hysterectomy(full) , salpingectomy(bilateral)), hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, depression, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and weight increased outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding, anxiety, depression, pelvic pain, current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.45 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: previously added event psych injury was replaced with depression and new events: vaginal bleeding, menorrhagia, anxiety, dyspareunia, vaginal pain, weight gain, inflammation of tubes, device monitoring procedure not performed , tubes had ruptured were added. Historical , concomitant, and treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the tubes had ruptured'), pelvic pain ('pain - pelvic'), salpingitis ('chronic inflammation of tubes due to the foreign object of essure') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included parity 2 (dates of birth: (B)(6) 2006 and (B)(6) 2009). Previously administered products included for contraception: mirena from 2006 to (B)(6) 2008. Concomitant products included alprazolam (xanax) for depression, nsaids and paracetamol (acetaminophen) for pelvic pain as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety and mental anguish") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and the second episode of dyspareunia ("vaginal pain during intercource"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)hysterectomy(full) , salpingectomy(bilateral)), hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, depression, vaginal haemorrhage, menorrhagia, anxiety and weight increased outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the last episode of dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff received treatment for bleeding, anxiety, depression, pelvic pain, current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.45 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received: previously added event psych injury was replaced with depression and new events: vaginal bleeding, menorrhagia, anxiety, dyspareunia, vaginal pain, weight gain, inflammation of tubes, device monitoring procedure not performed , tubes had ruptured were added. Historical , concomitant, and treatment drug was added. On 2-apr-2020: patient history updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the tubes had ruptured'), pelvic pain ('pain - pelvic'), salpingitis ('chronic inflammation of tubes due to the foreign object of essure') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included parity 2 (dates of birth: (B)(6) 2006 and (B)(6) 2009). Previously administered products included for contraception: mirena from 2006 to (B)(6) 2008. Concomitant products included alprazolam (xanax) for depression, nsaids and paracetamol (acetaminophen) for pelvic pain as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety and mental anguish") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and the second episode of dyspareunia ("vaginal pain during intercourse"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)hysterectomy(full) , salpingectomy(bilateral)), hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, depression, vaginal haemorrhage, menorrhagia, anxiety and weight increased outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the last episode of dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff received treatment for bleeding, anxiety, depression, pelvic pain, current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)hysterectomy(full) , salpingectomy(bilateral))). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/abdominal, general abnormal bleeding, psych injury. Event outcome was added for the events: pain: pelvic/abdominal, general abnormal bleeding. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.